Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for fm and stopper deformities with the incident lot was observed.

Event description:
It was reported that the bd vacutainer® edta 2k had a loose stopper.

Manufacturer narrative:
Medical device type is corrected to jka. PMA / 510(k)# is corrected to k981013.